Event description:
It was reported that the patient presented in hospital with fever due to infection. Blood culture test revealed bacteremia. A new system was not implanted due to patient's other unrelated medical condition. Patient remained stable before, during, and after the procedure. There was no allegation that the device was a cause of the infection.

Manufacturer narrative:
Analysis was normal. No anomalies were found.